Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4); part: 03.010.351 / lot: 7825000; manufacturing location: (B)(4); manufacturing date: 27 march 2012. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that an a2fn nail was inserted in patient for a femur fracture, intra-op and post op xrays taken and did not show any evidence of a2fn recon hip screws missing nail. Subsequently, patient developed some pain 4-5 months post op and x-ray then revealed the hip screws had missed the nail completely and nail has migrated upwards. Per the surgeon, the nail has been removed in another operation and changed to a plate. Implants were discarded after the second operation. On the received synergy report are the nail and the screws as complained part listed. But the allegation is actually against two instruments. No prolongation of the surgery was reported. Patient outcome: discharged. This complaint involves 2 parts. Following instruments were used to implant the nail and the screw: concomitant parts (captured under (B)(4)): insertion handle f/expert¿ a2fn; aiming arm f/expert¿ a2fn. The events captured in 2 complaints: (B)(4) = initial surgery - where the screw miss the nail; (B)(4) = post-op pain because of migrated nail. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A manufacturing investigation was performed for the subject device insert-handle f/a2fn, part number 03.010.351, lot number 7825000. The subject device was returned to the manufacturer with the complaint condition stating: received 1 article of insert-handle f/a2fn, art. No.: 03.010.351, for manufacturing investigation. The article is in a good condition, no traces of use present. Affected part: part description: insert-handle f/a2fn. Part number: 03.010.351 lot number: 7825000. Lot size: 12. P/o: (B)(4). Lot release date: 27.03.2012. Reported issue: it was reported that an a2fn nail was inserted in patient for a femur fracture, intra-op and post op x-rays taken and did not show any evidence of a2fn recon hip screws missing nail. Subsequently, patient developed some pain 4-5 months post op and x-ray then revealed the hip screws had missed the nail completely and nail has migrated upwards. Surgeon suspect it could the jig issue. Check with surgeon that the nail has been removed in another operation and changed to a plate. Implants were discarded after the second operation. Following instruments were used to implant the nail and the screw: insertion handle f/expert¿ a2fn, aiming arm f/expert¿ a2fn, no prolongation of the surgery was reported. Patient outcome: discharged. The reported instruments were used also for other surgeries - but no other event was reported. Clarification (B)(6) 2017: on the received synergy report are the nail and the screws as complained part listed. But the allegation is actually against two instruments as most likely the screw did miss the nail completely. We captured the events in 2 complaints: (B)(4) = initial surgery - where the screw miss the nail. (B)(4) = post-op pain because of migrated nail. This complaint involves 2 parts. Concomitant parts (captured under (B)(4)): device history record. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. Conclusion: during the manufacturing investigation, a functional test was performed and all relevant and significant characteristics like dimensions were checked and measured. The article passed the functional test. All checked and measured characteristics are within the specifications. There was no product failure found which caused the malfunction as reported on this complaint. No manufacturing related issue was identified or confirmed, therefore review to the specific "prm" and "prm line" is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.